Event description:
Report received from (B)(6), stating that the device had damaged bearings. The device was not being used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).